Manufacturer narrative:
(B) (4). (B) (4). Broken closure link. Eval summary: the analysis results showed that one device arrived with the closing mechanism damaged and void of staples. No functional test was performed due to the condition of the device as the closure link was noted to be broken, not allowing the device to function as intended. While no conclusion could be reached as to how the closure link became damaged, it should be noted that a 100% inspection takes place during mfg to ensure the device meets the required specs; in addition, a sample of the batch is inspected at fgqa. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.

Event description:
It was reported that during a low anterior colon resection, the handle was squeezed and it made a strange noise. The staples did form and there were no further issues. Same device was used to complete the case. There was no adverse consequence to the pt.